Manufacturer narrative:
Product investigation summary: one 4.0mm ti quick lock cancellous screw self-drilling 14mm (part 04.610.114) was received. Upon visual inspection of the implant, it can be seen that one of the four (4) prongs of the screw has broken off, resulting in the complaint description. The rest of the screw is good condition. A root cause could not be determined; however, it is possible that it was torqued at an off axis angle during tightening, leading to one of the prongs from the expansion head screw to break off. The complaint is confirmed. The device is part of the cslp quick lock screws set, which is to be used with the cervical spine locking plates (cslp). The screws enable anterior screw fixation to the cervical spine. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) of the locking prongs on a cervical spine locking plate (cslp) quick lock screw broke off as it was being inserted during an anterior cervical fusion procedure at levels c5-c6 and c6-c7 on (B)(6) 2015. The broken fragment was retrieved immediately by suction. Another screw was available for use and the procedure was completed without delay or reports of patient harm. This report is 1 of 1 for (B)(4).